Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no damage to the device, a functional inspection was performed and showed the device failed to generate and control negative pressure. Root cause is determined to be a pump failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review was performed, there have been further instances. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that during service evaluation the device was not able to generate and control negative pressure. No case involved.